Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 21 mm trifecta valve was implanted. The patient was hospitalized on (B)(6) 2016 for cognitive disorders, gait disturbance and sliding syndrome. A tte performed on (B)(6) 2016, confirmed a slightly calcified aortic bioprosthesis. On (B)(6) 2016, a tee confirmed aortic bioprosthesis infective endocarditis (streptococcus gallolyticus). The patient was treated with antibiotherapy (amoxicilline + gentamicine), recovered and was discharged to another hospital. According to source documentation, death occurred at the second hospital. The cause of death was a major right ischemic stroke and was not related to the trifecta valve.